Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
The customer reported a battery not connected message. There was no patient involvement.

Manufacturer narrative:
G4: 25mar2020, b4: 27mar2020. The philips service engineer (fse) identified during preventive maintenance that battery not connected message shows up. Fse fixed the reported failure by replacing the power supply, there was nothing wrong with the battery. After replacing the power supply, the reported failure went away and the unit returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.